Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead and slitter is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, after the helix had been positioned in the right ventricle, the lead was damaged during slitting of the outer catheter. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.